Manufacturer narrative:
The complete introducer sheath with the attached resheathing tool was not returned. The unspecified enpower detachment control box (dcb) and the unknown connecting/control cable were not returned. The microcatheter was not unidentified or returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed through the returned packaging, the coil was found to be completely unsheathed with unreported damage of being stretched. As viewed through the returned packaging, it was found that it was not reported that the introducer sheath with the attached resheathing tool would not be returned. Unreported damage of the coil¿s socket ring being fully pushed down and inside the outer sheath (angle ring section) was found. Unreported damage of the proximal section of the coil being stretched was found. The remainder of the coil is undamaged. The detachment fiber was pulled back for inspection purposes and was found intact, undamaged, and did not receive heat and melt. The device positioning unit (dpu) passed electrical testing with resistance at 51.4 ohms (range 48.85/56.0) and the enpower system¿s ready green light illuminated (IFU). The coil detached on the first detachment cycle. Post-detachment inspection found that the enpower systems ready green light remained illuminated and the resistance passed at 52.0 ohms. Post-detachment inspection found that the detachment fiber received heat and melted as designed. The field complaint of the coils non-detachment could not be duplicated. No manufacturing defects were found. The circumstances of how and when all the above unreported device damage occurred and why the missing introducer sheath (with the attached resheathing tool) was not returned cannot be determined. The complaint of the coil¿s non-detachment inside the target site cannot be determined. The dpu passed electrical testing with the coil detaching on the first detachment cycle and the detachment fiber received heat and melted as designed. Laboratory testing could not duplicate the field complaint as no problem was found; therefore the root cause of the coils non-detachment inside the target site cannot be determined. In addition, without the return of the complete detachment system, the missing introducer sheath, and the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. It is unknown when the unreported damages found during analysis on the device occurred but they may have occurred during shipping, because it was noted that the device was not damaged after the event. Based on the information and analysis, the event was not confirmed. The returned product passed testing and a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. (B)(4).

Event description:
The contact from the facility reported that during coil embolization, the deltapaq coil (cdf10041030/c27792) could not be detached. The coil was withdrawn and a new coil (details unknown) was used to complete the procedure. There was no report of patient injury. There was no significant clinical delay to the procedure as a result of the issue. There were no damages noted to the coil/coil delivery system/detachment system prior to use or after removal. The coil was still attached to the delivery system when it was removed from the patient. A pre-deployment electrical check was performed, which passed. A low battery light was not seen during the case. A green system ready light illuminated. All connections appeared to fit properly without application of excessive force. The same connecting cable and detachment control box were used successfully with subsequent coils.